Event description:
The following problem was discovered by philips medical systems-CT (pms) on a brilliance big bore CT & on the optional extended brilliance workstation (ebw). An MDR was filed by pms-CT for this issue (MFR. Report # 1525965-2009-00001). Problem details: a physician reported that when they attempted to load a rtstruct file into tumorloc that they had previously saved with tumorloc, an error message appeared on the screen and the expected contours did not appear. The application did not exit after the error was acknowledged. No death or serious injury has occurred as a result of this issue. Philips medical systems-nm (pms) incorporates the affected application (tumorloc) in its gemini tf 64 pet/CT system and the potential for similar malfunction exists. Pms is filing this related mfg. Report. No similar events have been reported on the gemini tf 64 pet/CT.

Manufacturer narrative:
In very rare cases it is possible for tumorloc to combine 2 series into a single series upon load. This will result either in an interleaved dataset or it will remove the images corresponding to one of the datasets entirely. This will occur if all of the following conditions are met: gated phases are loaded together with a free-breathing scan. The exam ID calculated from the unique dicom series instance uid of the free-breathing scan matches the calculated value from any of the gated series. Note: condition 2 rarely occurs. This issue may potentially lead to radiation being delivered to the improver place during the course of treatment planning sessions ( a patient may be treated up to 25 times before a follow-up scan is performed). Internal cross reference: issue on a CT system only.